Event description:
New information received indicated that another occurrence of intermittent atrial undersensing was noted on a remote transmission. No intervention was performed, and no patient symptoms were reported.

Event description:
It was reported intermittent atrial undersensing was noted on a remote transmission. No intervention was performed, and no patient symptoms were reported.